Event description:
The customer has been basing diet on the readings their meter gave them and now they think that the meter is reading too low. Their meter read 94 mg/dl and the doctor's meter read 149 mg/dl. During the troubleshooting process, it was learned that the customer did not have the requisite supplies to complete testing. The meter also may have been coded for use of off brand reagent strips although the customer indicated that they have not used excel strips. Proper technique was reviewed with the customer. A request was made to return the meter and test strips for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.